Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on cobas 6000 c (501) module serial number (B)(4) and an unknown roche clinical chemistry analyzer with serial number (B)(4). Both samples also had discrepant results for ise indirect k for gen.2 when tested on c 501 analyzer serial number (B)(4). No incorrect creatinine results were reported outside of the laboratory. It was asked, but it is not known if any incorrect k results were reported outside of the laboratory. No units of measure were provided for the k test. The first sample initially resulted with a creatinine value of 48 umol/l, repeating as 513 umol/l when tested on c 501 analyzer serial number (B)(4). This sample was repeated on the other analyzer with serial number (B)(4), resulting with creatinine values of 737 umol/l, 454 umol/l, 359 umol/l, and 366 umol/l. This sample initially resulted with a k value of 3.98, repeating as 4.94 when tested on c 501 analyzer serial number (B)(4). The second sample initially resulted with a creatinine value of 117 umol/l, repeating as 386 umol/l and 634 umol/l when tested on c 501 analyzer serial number (B)(4). This sample was repeated on the other analyzer with serial number (B)(4), resulting with a creatinine value of 437 umol/l. This sample initially resulted with a k value of 4.21, repeating as 4.71 when tested on c 501 analyzer serial number (B)(4). The creatinine reagent lot number was 41817801, with an expiration date of 31-mar-2019. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The service engineer found a vacuum tube was clogged and crystal residue was in the sample syringe. The flow paths and vacuum valves were cleaned. The customer has had no further issues since the service visit.

Manufacturer narrative:
It has been confirmed there were no incorrect k results reported outside of the laboratory.